Event description:
A customer contacted global technical service (gts) regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during peritoneal dialysis, in initial drain. The home patient (hp) stated she had pressed "go" before connecting and the hc had alarmed. She then connected and the se 2240 occurred. The technical service representative (tsr) explained the proper setup procedure and the hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The complaint was confirmed, based on the customer report. The cause of the system error 2240 was use error. Per baxter labeling, users are instructed to connect themselves before pressing go when starting therapy and not to reconnect if go has already been pressed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.